Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
Correction: the condition for b5 should have been stated as 'there were no patient consequences' instead of 'unknown patient condition.'

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. There were no patient consequences.